Event description:
The customer alleges that the endotracheal tube had a hole in the balloon cuff. The alleged defect was noticed prior to pt use during pre-testing.

Manufacturer narrative:
(B)(4). The customer returned on unpacked et tube, size 7.5 for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that ther is a small tear in the cuff, approx 2 mm in length. There are no signs of stretching in the cuff material. The cuff appears to have been cut. No other defects or anomalies were observed. A dimensional inspection was not required as a part of this complaint investigation. A functional leak test was performed on the returned et tube. A lab inventory 20 ml syringe was aspirated with air and then connected to the inflation valve. The cuff of the et tube was then submerged under water. Using hand pressure, air was injected into the et tube. An air leak could be seen immediately exiting from the cut in the cuff. No other leaks were observed. A device history record review could not be conducted since the lot number was not provided. A corrective action is not required at this time as it cannot be determined at what point this damage would have occurred. All et tubes are 100% inspected for inflation and deflation during manufacturing. This type of defect would have been detected during the final inspection testing. A device history record review could not be performed as no lot number was provided by the customer. It is unk how the material was handled after manufacturing. The reported complaint of a hole in the cuff was confirmed based on the sample received. The returned et tube had a 2 mm cut in the cuff and the returned sample failed an inflation test. A device history record review could not be performed as no lot number was provided by the customer. All et tubes are 100% tested during final inspection for both inflation and deflation. Therefore, a potential root cause could not be determined as it is unk how the device was handled after it left the manufacturing facility. Conclusion code could not be chosen. The complaint was confirmed, but the root cause is unk.